Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that customer had an issue with two foley catheters tips came off today. Stated that the tip came off in the patient, both issues happened on lot# ngjn2613 (doe-(B)(6) 2024) and (doe-unk). No medical intervention was reported.

Event description:
It was reported that customer had an issue with two foley catheters tips came off today. Stated that the tip came off in the patient, both issues happened on lot# ngjn2613 ((B)(6)2024) and ((B)(6)-unk). Per follow up via email on 25oct2024, it was reported that on (B)(6)2024, customer had another foley catheter that came out deflated when a patient coughed on the or table after the surgery. The nurse only kept the end on the foley with the lot number 1758si16. The foley was inflated on initial insertion then was deflated when incident occurred similar to the previous issues of the foley bulb having many holes that leaked fluid from bulb and was deflated. On (B)(6)2024, they have noted issues with indwelling foley catheters on the unit with catheter lot # ngjn2613, with this lot# they had the deflated bulb post epidural when the nurse tested the bulb with saline it had many holes and leaked and missing tip of catheter and one patient required an ultrasound to see if the tip was in the bladder that was missing ((B)(6)2024). They have safety report that was already filed in the last 2 instances.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect punch selection;/multiple punching ¿.however, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect punch selection;/multiple punching ¿.however, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had an issue with two foley catheters tips came off today. Stated that the tip came off in the patient, both issues happened on lot# ngjn2613 (doe-12apr2024) and (doe-unk). No medical intervention was reported.